Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced multiple issues with reservoirs and infusion sets having air bubbles. The blood glucose reading was estimated to be around 280 mg/dl. The customer stated that he had 13 infusion sets and reservoir that he wanted to return due to multiple issues with the supplies. He stated that the infusion sets would not insert into his body or would not stick. He also noted that he would sometimes have to change the infusion set due to high blood glucose. He declined troubleshooting, as these were past events. Advised replacement of the supplies. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 3004209178-2014-98423.please see medwatch report # 3004209178-2015-91940.please see medwatch report # 2032227-2015-05323.